Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to moisture damage on the force sensor resistor. The motor passed the motor test. The occlusion test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer reported the hospitalization due to high blood glucose. The blood glucose reading is 154 mg/dl. The insulin pump alarmed during the prime process. The blood glucose at the time of the event was 587 mg/dl. Customer experienced abdominal pain and kidney failure. Hospital treated with IV. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.